Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. Nevertheless, an image was provided for examination. One picture was reviewed. Customer report of manifold broken could be confirmed. Picture showed a volumeview manifold. The luer connection for central venous catheter of volumeview manifold had been completely broken off. Broken mating part was not visible in the provided picture. Cross surface of broken luer was rough and uneven. No other visible damage was observed. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering investigation, the root cause was determined to be related to product design and corrective actions are being implemented in order to eliminate the cause of the non-conformity and prevent recurrence of this condition. A design change and a feasibility test will be performed as part of the implementation phase. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with this volume view kit, the thermistor manifold was broken. The issue was solved replacing the device. There was no allegation of patient injury. There was no blood loss. The device was available for evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.